Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the stent damage occurred. The target lesion with severe curvature was located in a severely tortuous and severely calcified coronary artery. After pre-dilatation was performed with a 3.0x15mm maverick balloon catheter, a 38 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was attempted to be re-advanced with an guidezilla guide extension catheter but the stent strut was noted to be hanging and the shaft got kinked due to the angulation of the vessel. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts distorted, bunched and pulled distally, exposing the balloon wall for approximately 1cm at the proximal end. The stent moved slightly distally on the balloon. The od of the crimped stent was measured on the undamaged distal side which gave a reading and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several slight hypotube kinks. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent damage occurred. The target lesion with severe curvature was located in a severely tortuous and severely calcified coronary artery. After pre-dilatation was performed with a 3.0x15mm maverick balloon catheter, a 38 x 3.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was attempted to be re-advanced with an guidezilla guide extension catheter but the stent strut was noted to be hanging and the shaft got kinked due to the angulation of the vessel. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.